Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer was not printing correctly. A technical support specialist (tss) remotely connected to the unit, logged off the station, updated the drivers, and restarted the printer spooler. After determining that the printer settings were incorrect, all configurations were corrected in accordance with knowledge article, zebra printer no longer printing upgrade. An initial test print displayed an error paper out or pause, and the customer was instructed to remove and reload the paper and press resume. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot and guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer was not printing, the output was not formatted correctly or not eligible. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.